Event description:
On (B)(6) 2022 customer reported a canceled test followed by a cue positive result taken on (B)(6) 2022, then a cue negative result (lot 21672f using reader (B)(4)). On (B)(6) 2022, customer was negative on a rapid antigen test and took a pcr test. On (B)(6) 2022, customer received result from the pcr test taken the day before and it was negative. Customer stated taking additional cue tests after (B)(6) 2022 and those were all negative.

Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.